Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed high thresholds. The lead was found to have dislodged. The patient was seen for a surgical revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects reported.